Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was out of regulation oor or settings not available seen. The rep reprogrammed around high impedances, 40000 to successfully resolve the oor message and make it possible for patient to adjust her intensity again.  Reprogramming the patient was successful to avoid oor messaging on all 3 programs and still cover the needed pain areas for patient's therapeutic relief. Patient left the reprogramming session happy. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.